Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire was returned for evaluation. Gross visual, dimensional and microscopic visual evaluations were performed. The investigation is confirmed for the identified stretched and fracture issues, as the distal end of the guidewire appeared to be uncoiling and a complete break to the flat inner core wire was noted at the site of uncoiling. However, the investigation is inconclusive for the reported failure to advance issue, as the exact circumstances at the time of the reported event are unknown and the reported event could not be reproduced in the lab. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2024).

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly unable to be advanced. The procedure was completed using another device. There was no reported patient injury.